Manufacturer narrative:
The device (pushwire) involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the device and additional information. Once the device has been received and evaluation has been completed, a supplemental report will be submitted. Same event as mdrs: 2029214-2019-01190, 2029214-2019-01191, 2029214-2019-01192, 2029214-2019-01193. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the first medtronic flow diverter (ped-500-20) would not open on the distal end. They attempted to resheath numerous times to push the flaps back so it was not covering the distal end, but it still would not open. Ultimately, they decided the flow diverter was not going to open distally so they removed it from the patient. Then the physician went in with a medtronic microcatheter and successfully deployed a new medtronic flow diverter (ped-475-25). Upon attempting to recapture the delivery system with the microcatheter, the medtronic flow diverter dislodged from its distal anchoring and the distal end of the flow diverter was floating in the aneurysm. The physician re-wired and re-catheterized the outflow of the proximal end overlapping approximately 50% of the length of the flow diverter (ped-475-25) deployed proximally. During the same procedure, two medtronic coils were implanted but has issues with detachment using the instant detacher (ID). One coil finally detached with the ID, while the other coil required use of the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use). This was attempted 2 ¿ 3 times before the coil detached. Post procedural angiography showed that all vessels appeared intact and the two deployed flow diverters and coils all looked technically placed successfully. The patient was brought back in that evening for stroke like symptoms. There was nothing seen on angiography at that time. It was noted that the flow diverters were placed on a bend when they failed to open. The patient¿s vasculature was moderate to severe in tortuosity the patient was undergoing pipeline embolization with concomitant coiling treatment of an aneurysm measuring 4.32mm, 4.1mm proximal, 3.1mm+ distal, 9.77mm neck. It was located in the supraclinoid segment of the left internal carotid artery (ica).